Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system would not expose in 3d mode. The account took their 2d scout shots and when they switched to 3d it would not spin. They hard shutdown both the image acquisition system (ias) and mobile view station (mvs). They were then able to take the spin. Delay in surgery was not reported. There was no impact on patient outcome. Additional information received reported that there was approximately a 10 minute delay in the surgical procedure.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of ten minutes h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.